Manufacturer narrative:
The device was programmed on channel a to deliver a volume of 1850 ml in 18 hours 8 minutes, at a flow rate of 102 ml/hr, resulting in 1802 ml delivered in 18 hours 6 minutes. 1850 ml * 5% = (+/- 92.5 ml) with a tolerance of +/- 5%. The delivery value was within the permitted range. The delivery error margin was -48 ml. According to the customer's experience, the device generated an over-delivery. However, the customer's protocol tests determined that the device operated for 18 hours and 6 minutes without interruption, and the infusion was completed without over-delivery or alterations to the values, delivering the programmed amount. A free flow test was performed to rule out uncontrolled flow delivery due to the mechanism; this test passed successfully. A keypad test was also performed to verify that it was not automatically reprogramming itself. Each key functioned correctly; the test passed successfully. It can be concluded that during the customer protocol and product verification tests, the device functioned correctly without over-delivery, generating no technical failures or alarms, or keyboard over-programming. No probable cause was found; the device functioned correctly. Corrected information can be found in h8 - usage of device.

Manufacturer narrative:
Investigation is pending.

Event description:
The event involved a plm a+ spanish 110v cr where the customer reported that the patient was receiving parenteral nutrition with a total volume of 1850 ml at a rate of 102 cc h. The customer stated that during rounds, a malfunction in the infusion pump was observed. The pump was inspected by the customer staff and appeared to be functioning properly, however, during a subsequent round, it was noted that the pump had turned off, resulting in a delay in the infusion of nutrition and the need for pump replacement. There was patient involvement, bur harm was not reported as a consequence of this event.